Manufacturer narrative:
The suspect set model 10015861a lot #19016235 that was in use at the time of the customer event was not returned for investigation. Returned was new unopened sets of the same lot number. The customer¿s report that the tubing separated at safety clamp and leaked was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer¿s experience could not be identified.

Event description:
It was reported that the user inserted the tubing into the device when the tubing separated at safety clamp and leaked chemotherapy. The customer confirmed that there was no patient harm reported however the medication was discarded and needed to be remixed.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Suspect set not sequestered however customer returned seventeen new sets 10015861a lot 19016235 for investigation. Patient demographics requested however customer declined to answer.

Event description:
It was reported that the user inserted the tubing into the device when the tubing separated at safety clamp and leaked chemotherapy. The customer confirmed that there was no patient harm reported however the medication was discarded and needed to be remixed.